Event description:
It was reported that during a da vinci si surgical procedure the large needle driver instrument cable was separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The instrument distal idler pulley on which the frayed cable was seated had a couple sections that were bent inwards. The evidence was inconclusive, but the damage was likely to mishandling/misuse. Engineering also observed that the instrument main tube had various scratch marks with light material removal at the distal end of the instrument. The scratches were .120 - .195 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.